Manufacturer narrative:
Ventec reached out to the reporter and was advised that he is the husband of the patient. The reporter advised that he had adjusted the low minute ventilation and patient circuit disconnect alarms on his wife's vocsn. He further stated that he was familiar with adjusting settings on his wife's ventilator and said that his wife's respiratory therapists (rt's) allow him to access the clinical settings in order to make adjustments. Ventec encouraged him to leave the settings alone and to let the rts manage the ventilator settings and alarms. Ventec educated him on the importance of the low minute ventilation and patient circuit disconnect alarms. Following contact with the husband, ventec contacted the distributor managing their device and providing rt support. Ventec spoke with one of the clinical rts responsible for managing the patient's ventilator and informed her of the settings that the reporter was adjusting. The rt mentioned that it is not standard practice for them to allow patients or family members to adjust the clinical settings. The device was not returned to ventec for evaluation. The cause for the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Additionally, the initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown".